Event description:
It was reported that during testing the device alarms cassette was not attached, reattach cassette every time while closing the latch lock. There were no patient involvement and harm. During investigation, it was confirmed that ¿cassette not attached properly¿ error does appear in event log of the returned pump. This high-priority alarm occurred during testing; however, if this error occurs during infusion, it will interrupt therapy and potentially impact patient.

Manufacturer narrative:
The suspected device was returned for evaluation. There was no 12-month service history during the review. Event log reviewed and ¿cassette not attached properly¿ error was observed in event logs history. The device was visually inspected, and no anomalies were noted related to the complaint. Functional test had been performed and upstream occlusion sensor found to be defective. Replaced uso sensor. The probable cause of the reported issue is unknown.